Event description:
A pcs-17r was selected for use. During the 30 second freeze for the pre-test, the entire shaft frosted. The probe was disconnected and immediately repackaged in the box it came in. Another pcs-17r was opened, tested and used for treatment with no issues.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.